Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring iii devices could not be inserted into the lumen of the aorta due to the condition of the pt's aorta. The devices bent at the tip. The aorta was oversewn and the vein was attached to the mammary artery. A clamp was also used to complete the procedure. The surgeon noted that the pt's aorta was very diseased and that there was no malfunction of the device. The hosp will reportedly not be returning the products in question. Refer to MFR report # 2242352-2013-00903 for the related report.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. The heartstring iii IFU provides the following contradiction: do not use the heartstring iii proximal seal system in the portion of the aorta where conventional surgical anastomosis would typically not be created due to the presence of palpable disease. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. A maquet rep conducted an in-service at the facility on (B)(4) 2013. Internal file number - (B)(4).